Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for low and erratic blood glucose results. The customer is concerned with results obtained of 56 and 92 mg/dl. The expected fasting blood glucose test result range is 80 to 130 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6) 2017. (B)(6). Customer called in concerned that the results are inaccurate when testing back to back, customer is also concerned that the meter gave him the low results of 56 mg/dl fasting when the first results within minutes was 92 mg/dl. Please note, customer tested all results of concerned on the same finger.